Event description:
As reported by our edwards lifesciences affiliate in france, it was a case of an implant of a 26mm sapien 3 ultra valve by left subclavian access approach. Reportedly, at the time of inflation, the balloon did not inflate. An inflation medium with a contrast-to-saline ratio of 15:85 (15 ml of contrast) was used. After that, when the balloon was released, blood entered in the manometer, so a balloon tear was noted. Consequently, it was unable to retrieve the transcatheter heart valve system, and the patient was converted to surgery to remove it. Finally, the patient was in a good condition after procedure. As per medical opinion, the balloon damage may have occurred before inflation, maybe due to calcification.

Manufacturer narrative:
The investigation is ongoing.